Manufacturer narrative:
We were notified on november 6, 2015 the t:set manufacturer, fifty50, is no longer in business therefore tandem diabetes care is submitting on their behalf. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The cause of the reported issue was due to the infusion set. Tandem does not manufacture infusion sets. Device not returned.

Event description:
It was reported the customer experienced an elevated blood glucose level of 350 mg/dl. Troubleshooting with tandem customer technical support determined the pump functioned as intended and the infusion set tubing had a blockage. Customer changed out the tubing and was able to resume insulin deliver. Customer administered manual injections to stabilize blood glucose levels.